Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sheath puncture remains unknown.

Event description:
During the procedure, resistance was noted while advancing the needle through the sheath. Upon removal, a puncture was noted in the sheath. The sheath was replaced, but resistance was still noted. The needle was replaced and the procedure was completed without any patient consequences.